Event description:
It was reported that the customer believes that the motor in the insulin pump may be damaging the reservoir by not pushing the reservoir straight forward. The customer expressed distrust in the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No damage was noted to the test infusion set and reservoir or on the motor slide during the occlusion test. The motor functioned properly during testing. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.